Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.